Event description:
Information was received from a patient (pt) regarding their external device. The reason for call was pt tried charging their equipment a couple days ago and the belt that they put to recharge was not working (this was understood pt was talking about the recharger). Pt noted the power pack to the remote was not recharging; pt was able to charge the implant but not the recharger. Pt thinks the cord was the issue (this was understood as the desktop charger (dtc)). Troubleshooting was unable to be performed as pt did not have the equipment present. Pt will call back with equipment present for further assistance. Additional information was received from the patient. Pt called back and mentioned the green light was illuminated on the dtc box, but when they plug the dtc into the recharger, the recharger would not charge; the pt just got the "charge the recharger" screen. Pt said their implanted neurostimulator(ins) was depleted and they had been trying to recharge the ins for 3 days but could not recharge the ins because of the recharger issue. A replacement desktop charger (dtc) was sent out. Additional information was reported. The patient called back stating they received their new equipment but their recharger would still not charge. During call pt verified the insr recharging port was damaged because the 4 pins in that port were on the opposite side of the white arrow instead of them suppose to be on the same side as white arrow. A replacement recharger (insr) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 37761. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a broken connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.